Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was disengaged. The trocar balloon, lock collar and converter doors were intact. Functional testing found that the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated and no leaks were detected. It was reported that the seal disengaged and leaks were noted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when either operating steps for hydration and/or folding of the mesh per guidance were not followed. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecology procedure, at the end of the procedure, after removing the camera from the open trocar, a gas leak was observed. The surgical time was extended by 20 minutes due to the time spent looking for the valve. To resolve the issue, verification of the operating field, insufflation for intraperitoneal research, and then the trocar were taken out for inspection, and the valve stuck in the trocar in opening mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.